Event description:
It was reported that the pt experienced a shocking and jolting sensation when their stimulator was turned on for their right leg (program 2). The shocking/jolting was felt in the lead lead-extension connection area. The pt also reported the stimulation changed during palpation of the ins area. An impedance check revealed that program 2 had low impedances but that they were not out of range. The pt's condition at the time of this report was considered "fair". Additional info has been requested, but was not available as of the date of this report.